Event description:
Caller reported that the t:slim x2 pump's battery was not charging, an issue that had persisted since receiving the pump. Although the battery depletes quickly and led to a temporary pump shutdown, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer resolved the issue by using different charging supplies and was advised by technical support to reset specific settings if the pump turns off again. No additional outcome information was received regarding the event.